Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure externalized conductors were noted from fluoroscopy on patient's right ventricular (rv) lead. High threshold was also noted. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.